Manufacturer narrative:
An event of migration or expulsion of device (migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Reportedly, during a 45 days follow up for transesophageal echocardiogram (tee), it was noted that the amulet was partially outside and inside the appendage. The device was not seated in the same position as it was during the device implant. The patient was reported stable. There was no intervention planned. Based on the information received, the cause of the reported migration or expulsion of device (migration) could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. At 0 degrees, the laa was 18mm; at 45 degrees, the laa was 17mm; at 90 degrees, the laa was 20mm; at 135 degrees, the laa was 18mm. During procedure, the close criteria was satisfied and tension test was performed. The amulet was successfully implanted at a shallow depth on the 135 view. The device showed minimal compression. Patient came for a 45 follow up transesophageal echocardiogram tee, it was noted that the amulet was partially outside and inside the appendage. The device was not seated in the same position as it was during the device implant. The patient was reported stable. There was no intervention planned.

Event description:
It was reported that on (B)(6) 2023, a unknown size amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. Patient came for a 45 follow up transesophageal echocardiogram tee, it was noted that the amulet was partially outside and inside the appendage. The device was not seated in the same position as it was during the device implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.